Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. Report source - report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-01191. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to femoral component loosening and ligament laxity approximately ten (10) years post-operatively. Upon removal of the femoral and bearing components, it was identified that the revised bearing was not the appropriate size for the tibial component that remained in the patient. A new size was chosen to fit the implanted tibial component and no intraoperative complications were reported. Attempts have been made to obtain additional information, however, no additional information is available.